Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the pump supplies to address the issue. Additionally, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer's blood glucose was between 54-300mg/dl.